Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited under-sensing. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator also exhibited under-sensing, post-paced t-wave over-sensing and post-sensed t-wave over-sensing. It was further noted that the patient received inappropriate anti-tachycardia pacing (atp) due to the issue. Programming changes were made. The patient was stable.